Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was hospitalized for high blood glucose. Customer's blood glucose was 475 mg/dl. After troubleshooting, customer was advised to perform the high pressure test when the supply was available. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. The pump was monitored for 24 hours, and no blank display or weak battery alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolated tape damage was noted on the lcd board. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a scratched reservoir tube window and a cracked display window.

Manufacturer narrative:
The information provided in section b1, b2, b5, e1 and h1 with the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer is having issues with insulin pump. The customer had a blank display. The customer was sent a battery cap, but did not resolve the issue. During troubleshooting the pump turned off. The customer was advised the device will be replaced. The customer's blood glucose was unknown.